Event description:
The casters on the units are bowed out and the system became hard to move. The system did not tip over. No pt was involved in the incident, therefore, there was no pt injury.

Manufacturer narrative:
The hospital rep called hologic and reported that the unit wheels bowed and there was a possibility of cracked weld. Hologic shipped the unit to the factory for evaluation and repair. The unit was inspected upon receipt and it was determined that customer attempted to perform an unauthorized repair by drilling holes through the base of the cabinet. The holes were drilled directly through the supporting welds. Hologic replaced the cabinet and returned the unit to the customer. Hologic concludes that the failure occurred due to the unauthorized modification of the cabinet.